Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with intravenous fluids and insulin drip. Customer stated that it was unknown whether the auto mode feature was active at time of event. Customer reported insulin pump had insulin flow blocked alarm. Customer stated that significant events leading to hospitalization was just at home sleeping. The insulin pump will not be returned for analysis.